Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled, "the effect of femoral stem collar on implant migration and clinical outcomes following direct anterior approach total hip arthroplasty: a randomized trial," by m. E. Perelgut, et. Al., published by the bone and joint journal (2020), vol. 102-b, no. 12, 11, 1654-1661 was reviewed. The purpose of this radiostereometric (rsa) study was to determine whether the addition of a collar to the femoral stem affects implant migration, patient activity, and patient function following primary tha using the da approach. The authors studied 49 patients implanted with primary unilateral depuy pinnacle/corail mop tha - 23 received a collared stem and 26 received a collarless stem between january 2018 and july 2019 and received consecutive rsa studies to determine if the collars affected the amount of stem migration within one year. There were no complications, adverse events, or revisions at one year follow-up. The majority of the stem subsidence occurred within the first two weeks. None of the reported stem subsidence required a surgical intervention or treatment. Patient specific results: 1 male size 11 collarless stem with 7.15mm subsidence. 1 female patient size 12 collarless stem with 11.12mm subsidence. 1 female patient size 9 collarless stem with 11.51mm subsidence. 1 male size 16 collarless stem with 8.57mm subsidence. Non-patient specific results: unknown number of collared and collarless with subsidence less than 5mm. 4 collarless stems rotated into retroversion- no treatment necessary. 4 collarless stems rotated into more than 2 degrees valgus- no treatment necessary. Captured in this complaint: corail collarless stem: implant migration.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.